Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure. According to the complainant, three of the bands did not work; they appeared to be damaged. Four of the bands from the device were able to be used in the patient. No further information is available on this complaint.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.